Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient contacted support while en route to the emergency department, reporting feeling unwell. She described symptoms including chest heaviness, shortness of breath, headache, joint pain, and nausea. At the time of the call, her cgm displayed a ¿low¿ glucose alert, while her bg meter showed a reading of 502 mg/dl. The patient attempted to calibrate her cgm, but the device did not accept the calibration. The call concluded as the patient arrived at the emergency department. No further details were available at that time. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.